Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bent cannula. The customer also reported that on (B)(6) 2017 they had abscess on their site. On (B)(6) 2017 they had experienced a high blood glucose level of 413 mg/dl. The customer stated the site did not show signs of infection nor were there blood. The customer stated they did a bolus and used a syringe to treat their high blood glucose. The customer¿s current blood glucose level was 428 mg/dl. Troubleshooting was performed. The device will not be returned for analysis.